Event description:
While prepping an angioguard rx the mesh, covering the basket, peeled/tore away. The product was not clinically used in the patient.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.